Manufacturer narrative:
In follow up with a medela clinician on (B)(6) 2016, the rn stated that the last two customers reported a decrease in suction with the symphony pump and one of her customers was diagnosed with mastitis and prescribed an antibiotic back in the early fall. The product was received on 12/05/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4) . Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that one of their symphony breast pump had decreased in suction. She also stated, that one of her client's that used the breast pump had mastitis, but is recovered now.